Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) recently received an inappropriate shock, which resulted in an impedance measurement of 131 ohms from the right ventricular (rv) lead. The physician will schedule an in-clinic follow-up appointment to reprogram the device to prevent further inappropriate therapy. Additionally, the rv lead pacing impedance measurements were now out-of-range (greater than 2,000 ohms). Boston scientific technical services (ts) was contacted for review, and it was discussed that the shock impedance had been gradually increasing since implant, where it was 80 ohms and is now greater than 130 ohms. Due to this observation, as well as the out-of-range pacing impedance, ts recommended a thorough in-clinic assessment of the lead integrity, such as via provocative maneuvers, isometrics, and diagnostic imaging. Should any abnormalities be observed during testing, or if the impedance should increase greater than 150 ohms on a delivered shock, ts recommended considering a lead revision. At this time, the ICD and rv lead remain implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) recently received an inappropriate shock, which resulted in an impedance measurement of 131 ohms from the right ventricular (rv) lead. The physician will schedule an in-clinic follow-up appointment to reprogram the device to prevent further inappropriate therapy. Additionally, the rv lead pacing impedance measurements were now out-of-range (greater than 2,000 ohms). Boston scientific technical services (ts) was contacted for review, and it was discussed that the shock impedance had been gradually increasing since implant, where it was 80 ohms and is now greater than 130 ohms. Due to this observation, as well as the out-of-range pacing impedance, ts recommended a thorough in-clinic assessment of the lead integrity, such as via provocative maneuvers, isometrics, and diagnostic imaging. Should any abnormalities be observed during testing, or if the impedance should increase greater than 150 ohms on a delivered shock, ts recommended considering a lead revision. At this time, the ICD and rv lead remain implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections h6 (evaluation conclusion codes) and h11 (additional MFR narrative). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to b5 for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.